Event description:
The complaint documentation received by ndc contains the following event description. "The hydrofinity 260 stiff angled (guide wire) was used the entire case without error. We had a 6x90 terumo sheath down in the sfa upon exchange from a long sheath to a short sheath the wire went into a branch as the dr. Pulled the wire back it started to shred. A trailblazer, angled tip glide catheter was used to try and pull the wire back and eventually it broke. There was an incision made in the mid thigh about 60mm and the wire was removed from the branch." Additional information provided to ndc by email indicates that the patient's condition is stable.